Event description:
The ve lvad was implanted in 2001. In 2/2002, the facility's dir biomed engineering informed the manufacturer's (MFR.) Sales consultant of the following: in 2002 (specific date not provided), the pt called the facility and stated that they were experiencing red heart alarms and felt the pump starting and stopping. The pt was advised to go to the hosp for admittance. It was decided to convert the pt's pump to pneumatic pump using an ip console and stroke volume limitor (svl). A battery was obtained from another product line not intended for use with the drive console and connected to the ip console for add'l battery life. A backup ip console was delivered and installed and a backup svl was borrowed from a neighboring hosp. The pt was then taken to another dept in the hosp when it was noticed that the pt's color had changed to an ashen color and the pt's flows began to drop. The pt was taken back to their room and upon examination of the borrowed svl, the facility's biomed engineer discovered the black o-ring on the pneumatic connection was broken. The pt was then connected to the original svl and the backup ip console without further events. In 2002, the pt began to become symptomatic with a drop in pressure and flows. Six days later, the pt was taken for a cardiac catheterization, and then emergently to the or for a pump replacement. Five days later, the patient was stable, extubated and able to sit up at their bedside. No further details were provided.